Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported the patient faced a bent cannula four months ago. The blood glucose of the patient at the time of issue ranged between 300 to 400 mg/dl. The issue occurred with 2-3 similar types of infusion sets and site was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.